Event description:
It was reported that the pt experienced bad shocks in their right leg as well as swelling in their right leg, foot, and ankle. The symptoms began after a fall. The pt reported that the fall appeared to have moved the neurostimulator from its original pocket site. An x-ray of the implantable neurostimulator system did not reveal any lead migration. Add'l info rec'd reported that the swelling had resolved. It was believed that the swelling was secondary to the fall and not caused by the stimulation device. An impedance check revealed impedances within normal levels, and a review of the pt's x-ray revealed that one lead was more midline than it was prior to the fall. The pt was reprogrammed and reported great stimulation coverage.